Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed battery out limit. Customer's mother attempted to clear the alarm and it wouldn't clear. Customer's mother stated they put in a new battery and the device alarmed button error. Customer's blood glucose was 198 mg/dl. Alarm and possible cause were explained to customer's mother. Customer's mother does not recall any significant event that may have caused the keypad issue. She stated customer was at a friend's house and customer called her stating the device was broken. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify battery out limit alarm, button error alarm or no button response due to blank display. However found corroded keypad traces during visual inspection. The insulin pump has stripped battery coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.